Event description:
On (B)(6) 2013, during surgery for an open reduction internal fixation orif of the right femur, the surgeon wrapped cables around the plate with the cable tensioner and the tensioner would not tighten the cables. The surgeon completed the procedure with an instrument from another company. The surgery was not prolonged and there was no adverse effect to the patient

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.